Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that multiple episodes of high ventricular rates due to rv lead noise with pacing inhibition were observed. Possible lead insulation abrasion was also noted. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
External insulation abrasion was noted at 7.8 cm - 8.3 cm from the connector pin consistent with lead friction to the device can.